Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter was bent, this was noted after removal.no patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The customer returned one ra catheterization device consisting of a guide wire, an advancer tube, a needle, and a catheter. The device was returned with the guide wire handle fully advanced and the components showed evidence of use. Visual examination of the returned sample revealed a portion of the guide wire was extended beyond the catheter/ needle tip. The portion of the guide wire extended out of the distal tip was kinked in 3 locations and had dried blood on the surface. Microscopic examination of the guide wire confirmed the three kinks and did not reveal any additional damage. Microscopic examination of the catheter and needle did not reveal any defects or damage. The portion of the guide wire extended out of the needle was 18 mm in length. A manual tug test of the guide wire confirmed the distal weld was intact and the wire was not unraveled. The catheter was removed over the kinked guide wire without significant resistance. The guide wire was then fully retracted into the advancer tube without any resistance. The ra catheterization device functioned as expected. A device history record (DHR) review was performed and no relevant findings were identified. Other remarks: the instructions-for-use (IFU) for this product indicate to "trial advance and retract spring-wire guide through needle using actuating lever to ensure proper function" prior to insertion. If the guide wire was kinked prior to use it would have been discovered during the trial advance. The IFU also cautions "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report that the guide wire was bent was confirmed through visual examination of the returned sample. The guide wire was fully advanced past the needle bevel and the extended portion was kinked in 3 locations near the distal end of the wire. The guide wire was kinked, but not unraveled. Functional testing confirmed the device functioned as expected. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the location of the kinks in the guide wire and the evidence of use on the returned sample, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the catheter was bent, this was noted after removal. No patient injury or consequence reported.